Event description:
The customer reported being hospitalized for high blood glucose of 1153mg/dl. Troubleshooting was performed. The customer stated that she was sick to her stomach for weeks before being admitted for diabetes ketoacidosis. The customer also stated that she was throwing up when her reservoir ran out of insulin, and she was too sick to refill it. The programming was correct. The bolus history revealed that the customer did not bolus for one day. Ran a fixed prime and the insulin exited. Performed a high pressure test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.